Event description:
This lead dislodged due to twiddler's syndrome. The event is currently listed at "continuing" and no additional information is available at this time. Should additional information becomes available, this event will be updated.